Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The subject reported via phone call that they were in the intensive care unit due to high blood glucose of over 600 mg/dl. The subject had device related adverse event with a diagnosis of diabetes ketoacidosis. The device will not be returned for analysis.